Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for user facility report for medwatch numbered (B)(4), a copy is attached. The only information contained in this report is correction or additional information. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a minimal delay in the procedure; exact time delay not reported. Patient discharged in stable condition. The surgeon did not feel like embedded k-wire would result in complications to patient and his recovery process. There is no plan to remove the k-wire.